Event description:
It was reported the unit was giving battery health message, changed out the battery and still getting message. Had user do a power cycle, message stayed. User advised now the machine will turn off once the battery reaches 80%. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the unit was giving battery health message, changed out the battery and still getting message. Had user do a power cycle, message stayed. User advised now the machine will turn off once the battery reaches 80%. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of unit was giving battery health message, changed out the battery and still getting message was confirmed. The sr8 is displaying a battery health degraded message when powered on. The root cause of the reported failure was identified as an internal failure of the lithium battery.